Manufacturer narrative:
Product complaint # (B)(4). Batch # r5ay0a. Device evaluation summary: the analysis results found that the ecs21a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r5ay0a. A manufacturing record evaluation was performed for the finished device lot and batc number and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the device would not disengage after it was fired, how was the device removed from the tissue? Was the device cut off of the tissue? Was the staple line disrupted? Or was the device able to be removed without being cut off of the tissue? Was there any change in the post-operative care of the patient due to the event?

Event description:
It was reported that during a laparoscopic bariatric procedure, the tissue would not disengage after stapler was fired. Unknown how the device was removed. Unknown how the procedure was completed. There were no adverse consequences for the patient.